Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6) with lot number 5286516. However, transmitter with serial number (B)(6) with lot number 7280579 was returned for evaluation. An external visual inspection was performed and passed. Test transmitter voltage was performed was performed and passed. A review of the share logs was performed and transmitter failed/error was not found for serial number (B)(6) with lot number 7280579 within the investigation window. The allegation was not confirmed. The probable cause was determined to be not found. The reported event of transmitter failed/error/alert is reportable however, reported allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).